Manufacturer narrative:
Evaluation of returned device confirmed reported problem. Device was manufactured in 2008 and all units remained under biomet control. (B)(4).

Event description:
It was reported that patient underwent wrist procedure on (B)(6) 2011. During the procedure, the surgeon attempted to implant the stem but found it to be too large. The piece was compared to its corresponding trial, and found to be larger than the trial. The procedure was completed using another stem that was on hand with no reported injury to the patient or delay in surgery.